Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a papillary incision procedure. The exact procedure date was unknown. During the procedure, the device was advanced inside the patient to perform papillary incision. When the cutting wire was pulled, the wire anchor dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6 (device codes): medical device problem code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole. This was consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened. The distal pierced hole was slightly torn and the anchor was still within the catheter in its original position. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed. Upon analysis, it was found that the anchor was still within the catheter; however, the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if the cutting wire was pre-activated before use which may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. The cutting wire could also break if energization was applied to the device constantly, if the device was activated in a incorrect position or when in contact with other medical devices. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the cutting wire hitting the working channel of the scope and the broken section of the cutting wire kinking and the distal pierce hole tearing. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a papillary incision procedure. The exact procedure date was unknown. During the procedure, the device was advanced inside the patient to perform papillary incision. When the cutting wire was pulled, the wire anchor dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.